Manufacturer narrative:
(B)(4). The subject 900mr810e adult heated wall reusable breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative that a 900mr810e adult heated wall breathing circuit had melted during patient use. There were no reported patient consequences.